Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented to the emergency room in ventricular tachycardia. The ICD did not deliver therapy and external defibrillation was performed. Upon interrogation, the device was shown to have not reached the programmed parameters for therapy delivery, but intermittent undersensing was noted. The device was reprogrammed and the patient was stable.